Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No unlocked j2/lcd keypad connector. Pump received with cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.